Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported there were high thresholds. It was also reported the lead was capped and replaced due to a fracture. During a procedure one year later, the lead was uncapped and removed. At that time, it was noted to have significant insulation damage and slight elongation. No patient complications have been reported as a result of this event.it was reported there was high lead thresholds. It was also reported the lead was capped and replaced due to a fracture. During a different procedure one year later, the lead was uncapped and removed and noted to have significant insulation damage and slight elongation. No patient complications have been reported as a result of this event.